Event description:
The device was returned for service. During service by baxter, broken door assemblies 1 and 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.